Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post pulsed field ablation (pfa) procedure, the patient had blood in their lungs. A scanner (CT scan) of the lungs and heart was performed, which revealed an injury in the right intervein (middle) pulmonary vein, believed to be the source of the bleeding. The patient was transferred to intensive care (reanimation) and remained there four days after the procedure, resulting in an extended hospitalization. It was noted that "apparently the injury was caused by a pv tracker guidewire". The case was completed with pulsed field ablation. It was noted that the patient was hospitalized again for a lung infection. No further patient complications have been reported as a result of this event.